Event description:
It was reported that this inflatable penile prosthesis (ipp) was explanted due to infection. The patient presented with a swollen and inflamed scrotum. During the procedure, the ipp was removed and replaced with a malleable penile prosthesis. No further patient complications were reported.